Event description:
The customer's mother stated that the customer was experiencing high blood glucose levels. The customer's blood glucose reading at the time of the phone call was 248 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.